Manufacturer narrative:
(B)(4).per the final statement to the complaint letter dated november 21, 2012 leakage testing was performed on the returned sample and it was confirmed that there was a leak in the welding cover near the red stop cock. Such leakages would be clearly detected in the 100% function test in production, however it is possible that the leak could appear later on due to inner stress in the material(B)(4)

Event description:
On (B)(6), 2012 at the (B)(6) it was reported that the housing of the arterial filter quart be-00175 was leaking during the priming procedure at the bypass stopcock. There was no patient involvement.(B)(4)